Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe there was any deficiency with the ethicon suture used in this procedure led to the complications reported? Citation: eur j plast surg (2009) 32:19¿22. Doi 10.1007/s00238-008-0300-9.

Event description:
It was reported in journal article ¿the use of vicryl¿ in extensor tendon repairs¿ the authors investigated the use of suture for the treatment of extensor tendon repairs and compare its use with other nonabsorbable suture materials. A retrospective case study of patients who underwent acute extensor tendon repairs of the hand between (B)(6) 2006 was performed. Repairs were classified by the type of suture material used. A comparison of suture materials was made in terms of rupture rate as well as joint stiffness. During the period, regarding joint stiffness post repair and the final range of mcp/pip joints were 70+/-24 degrees and 68+/-25 degrees for the mcp and pip joints. Incidence of tendon tethering was observed. Additional information has been requested.